Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had observations of noise across all channels that was oversensed causing pacing inhibition of approximately two seconds. The noise was not able to be recreated, and thresholds and impedances were stable. Boston scientific technical services (ts) reviewed the strips of the event, and determined that based on the shock channel morphology this must have been some sort of external noise. Additional information was sent to determine any potential emi or root cause. No adverse patient effects were reported.